Event description:
Reportedly, the customer was transported to the emergency room (ER) by emts on multiple occasions due to losing consciousness associated with low blood glucose levels of 40 mg/dl. Customer could not recall specific dates of the multiple events. Reportedly, the customer could only recall ¿they injected something in his arm¿ for treating the decreased bgs. Treatment resolved the issue and there was no permanent damage.